Manufacturer narrative:
The unit had an intermittent button response due to a corroded keypad. There were no unexpected upper arrow button sticking anomalies and no unexpected numbers scrolling during testing. The unit had a cracked case at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report a keypad anomaly. The customer reported that the device may have been bumped or dropped, but there was no damage. The customer's blood glucose level was 132 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.